Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, a partial lead was returned in two pieces. Electrical testing found of conductor fractures and internal shorts due to the condition of the lead as received. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.

Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's right ventricular lead was oversensing noise. The lead was explanted and replaced without issue. The patient was stable throughout.